Event description:
Asku

Event description:
It was reported that a patient died in a (B)(6) accident (B)(6) post implant of the implantable pulse generator system. The family wanted the device to be analyzed to make sure the device was not responsible for the accident. Additional information received indicated the interrogations of the device (B)(6) prior to death showed normal function. In addition (B)(6) prior to death the patient became dizzy, short of breath, and had nausea and vomiting. It was noted that the patient did not take their antiarrhythmia drug that morning and a carelink transmission showed atrial fibrillation with rapid ventricular response for three hours. Cause of death is (B)(6) accident. The device has not been yet returned.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Additional information received indicated the cardiologist believes the patient had a stroke while driving. Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated the cardiologist believes the patient had a stroke while driving. Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Additional information received indicated the cardiologist believes the patient had a stroke while driving. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal window component is fractured. The fracture appears to have occurred as a result of explant. It was noted that the distal conductor was distorted, all the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was pulled apart due to overstress, inner insulation torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
Asku